Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided information; however, the initial reporting stated the patient's natural patella was the source of pain. Additional provided information stated the poly wear was minor due to the age of the implant. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. The patella was resurfaced to alleviate the patients pain. The insert was also exchanged due to minor wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.